Event description:
Pt woke up at home with chest pain around 3 am and was bleeding from his tesio catheter. One of the adaptors has separated and his wife reattached the device. The pt went to the ER and they sent him to the ER of the hospital where he receives his regular dialysis treatments.